Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about a defective lens. Additional information has been requested.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event lens would not advance through cartridge does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the lens would not advance through cartridge. There was no patient contact.